Manufacturer narrative:
The event of lymphoma - alcl - suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "right implant feels very heavy, swollen, numb, very painful;" patient also reported possible alcl. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reported right implant feels very heavy, swollen, numb, very painful. Patient also reported possible alcl; pathology has not been received and the markers of cd30+ and alk- have not been reported or confirmed. Device remains implanted.